Event description:
The customer reported that prior to use on a pt, upon power-up of the iabp, the display screen started to flicker. The iabp was replaced and therapy was initiated. No pt injury was reported.

Manufacturer narrative:
The company rep was unable to duplicate the reported problem. He observed a worn cable on the display head, so as a precautionary measure, the coiled cable (part number 0012-00-1422) was replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer.